Manufacturer narrative:
Continuation of d10: 1688t lead implanted: (B)(6) 2014; 6935m62 lead implanted: (B)(6) 2014.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received physician-described inappropriate anti-tachycardia pacing (atp) therapies from the cardiac resynchronization therapy defibrillator (crt-d) and the physician was concerned the atp therapies were pro-arrhythmic. The device initially identified each of the episodes where the patient received atp therapy as supra ventricular tachycardia (svt) via the atrial fibrillation (af)/atrial flutter rule before the rhythms disassociated and were identified as dual tachycardia. It was noted that the device treats dual tachycardias. However, the physician desired therapies be withheld for dual tachycardias. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated a detection issue was observed with af/a-flutter. The device memory indicated a ventricular tachyarrhythmia therapy (antitachycardia pacing). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.